Event description:
Consumer reports multiple low readings - compared to their other meter and the way they feel. Analysis run on clark error grid using competitive reading (182) as ref. Point vs. Bd readings (22, 24) yielded data points in the e range of the grid, outside acceptable limits.